Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024 that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. Upon unboxing the first clip, it was noted that the device was inverted. A new miraclip was delivered with a triclip steerable guide catheter (tsgc) to the tricuspid valve. It was noted that transesophageal echocardiography (tee) was poor. Post deployment, a single leaflet device attachment (slda) was observed. The clip was detached from the anterior leaflet. A second clip was implanted to stabilize the first clip. The final tr grade was 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2024 that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. Upon unboxing the first clip, it was noted that the device was inverted. A new miraclip was delivered with a triclip steerable guide catheter (tsgc) to the tricuspid valve. It was noted that transesophageal echocardiography (tee) was poor. Post deployment, a single leaflet device attachment (slda) was observed. The clip was detached from the anterior leaflet. A second clip was implanted to stabilize the first clip. The final tr grade was 2-3.